Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a lack of response to duodopa medication. On (B)(6) 2020, gastroscopy was performed to determine if the j-tube was in the correct position. The gastroscopy showed the j-tube was in the correct position, and a bezoar was observed at the end of the j-tube. The peg-j tubing was removed, and it was decided it would not be replaced due to the patient's lack of response to the duodopa medication.